Manufacturer narrative:
Evaluation summary: the product was returned for analysis and damage was observed to the lens. Results from the product history record review indicated the product met release criteria. Additional observations were as follows; lens returned positioned incorrectly in the lens case. The lens is immersed in blood and solution. One haptic is bent/deformed and adhered to the optic edge with solution. The product investigation could not identify a root cause. No malfunction has been indicated against the product. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during an intraocular lens (iol) implant procedure, the iol was not implanted due to the capsule opened on insertion. Additional information has been requested.